Event description:
The customer stated that after using the architect troponin-I assay, discrepant results were generated. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.